Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified however it is likely the following led to the malfunction: a foreign material adhered/clogged in nozzle. The event can be prevented by following the instructions for use which state: ¿ IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. ¿ IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning or handling of the scope. During a follow up with the customer, it was indicated that the scope was reprocessed according to the instructions for use (IFU) prior to device return. It was also observed that the grip was sticky. It was observed that the scope cover and the plug unit had a scratch. It was also observed that the suction, air, and water cylinder had discoloration. It was observed that the scope cover was deformed. It was also observed that the forceps channel port was shaved. It was observed that the light guide cover glass had a stain. It was also observed that the insulation resistance value at distal end did not meet the standard value due to a burn on the plastic distal end cover. It was observed that the plastic distal end cover, objective lens, and the light guide lens had a crack. Lastly, it was observed that the connecting tube had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope does not insufflate. The reported issue was discovered during an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.